Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4: batch # 278c60. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ech45c device was returned with no apparent damage and without a reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The reload loaded as expected and the device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 278c60, and no non-conformances were identified. Additional information was requested and the following was obtained: was the cartridge removed by hand was against the table? Don¿t know.

Event description:
It was reported that the tenth reload would not load it the stapler. The procedure was delayed by two minutes. They got a new stapler. Unknown if that completed the procedure. There was no patient harm.